Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a failure in the patient board set. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii video system center was not displaying an image during procedure preparation. There was no patient harm reported from this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image present during testing. Additionally, the unit¿s locking mechanism was found faulty and compromising the connection point. It was also recommended that the software be updated. If additional information becomes available following the device evaluation, a supplemental report will be filed.